Manufacturer narrative:
Corrected data: b5 updated data: b4, g3, g6, h2, h10, h11.

Event description:
The customer purchased the parts to perform a preventive maintenance and then upon installation, they determined additional parts were needed because blood had entered the system and requested a trained getinge field service technician install them. There was no patient involvement during the preventive maintenance.

Event description:
It was reported that blood entered the circuit of the cs100 intra-aortic balloon pump (iabp). There was no patient involved.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Additional information: e1(B)(6). A getinge field service engineer (fse) evaluated and observed the reported failure and fse suggested replacing reservoir as the blood may have done internally, in the hose. Fse also advised replacing the 12volts batteries fse also found the caster wheel to be damaged and advised the replacement of 2 caster wheels. Despite gfes (good faith efforts), no response has been received regarding any repair or the status of the iabp. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that blood entered the circuit of the cs100 intra-aortic balloon pump (iabp).